Event description:
On 05/10/1999, the facility's director, surgical services informed the MFR's (MFR) sales rep of the following: upon attempting to place the device and after the catheter was introduced into the vein, the physician noticed the anti-kink sleeve was torn. This was after several attempts locking and unlocking the sleeve. This tear occurred while connecting the lock with fingers and hemostat. No further details were provided.